Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air bubbles the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. I take it as they are concerned about the air bubbles in the line contributing to the air in the liver/heart.

Manufacturer narrative:
It was reported by customer that concerned about the air bubbles in the line contributing to the air in the liver/heart. No product or photo was returned by the customer. The customer complaint of air bubbles could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the product item number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.